Event description:
It was reported that the pump's alarm sound was not annunciating. Reportedly, the customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed glucose tablets to treat low bg. During troubleshooting with tandem technical support, the customer found their setting was entered into their pump incorrectly. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.